Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7141726. Unique identifier (B)(4).

Event description:
It was reported that during a stage one deep brain stimulation (dbs) implant procedure, the right lead was implanted and then the patient experienced a seizure that lasted about ten seconds intraoperatively when the dura was opened to place the left lead. The patient was given kepra medication and the procedure was completed. The physician stated a seizure can sometimes occur while opening the dura and does not believe the dbs device caused the seizure; he believes that the patient has had seizures before although the patient stated he has no history of seizures. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information provided in block b5. Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7141726. Unique identifier (UDI): (B)(4).

Event description:
It was reported that during a stage one deep brain stimulation (dbs) implant procedure, the right lead was implanted and then the patient experienced a seizure that lasted about ten seconds intraoperatively when the dura was opened to place the left lead. The patient was given kepra medication and the procedure was completed. The physician stated a seizure can sometimes occur while opening the dura and does not believe the dbs device caused the seizure; he believes that the patient has had seizures before although the patient stated he has no history of seizures. The patient was doing well postoperatively. Additional information was provided that clarified that the left lead serial number (B)(6) was not implanted and did not make contact with the patient when the seizure occurred intraoperatively. Only the right lead was implanted at that time.